Event description:
It was reported that an unspecified malfunction alarm occurred. Customer¿s blood glucose (bg) level was read as high on the bg meter/continuous glucose monitor and was treated with insulin pen injections. Customer did not require any medical assistance and the event did not cause injury. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.